Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was implanted. To further reduce mr, an additional clip (30822a1022) was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Although the clip remained in chordae, it was able to grasp both leaflets. A third clip was implanted. A fourth clip (30727r1017), was inserted and deployed on the mitral valve. However, after deployment the fourth clip detached from the anterior leaflet and remained attached to the posterior (single leaflet device attachment/slda). Mr reduced to a grade of 1-2. There was no significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught on chordae was due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.